Event description:
It was reported that during an appendectomy procedure, fired the white reload and the device cut but did not staple. Sutures were used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Date sent: 10/23/2007. Information not available, device not returned for analysis.